Event description:
It was reported that the insertable cardiac monitor (icm) fell out of the patient's anatomy while at home. The patient went back into the clinic to get a new icm implanted. No adverse patient effects were reported.